Event description:
It was reported that the device was pressing against the patient's spinal cord. The patient developed numbness and tingling bilateral in the feet and the right leg. The patient didn't feel any stimulation. The device was explanted. No patient outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.